Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past six months the up, down and ok buttons were intermittently unresponsive. The patient stated that the keypad is peeling up from the body of the pump beneath the ok button. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was lifting and peeling from the bottom of the pump to the ok button, exposing the button contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.